Event description:
It was reported that a user experienced persistent hyperglycemia with a blood glucose of 250 mg/dl for approximately six hours while using the ilet system with a contact detach steel infusion set, and, after troubleshooting, performed a full supply change including infusion set and connectors; blood glucose subsequently trended down. Symptoms included hyperglycemia. Outcomes included resolution of elevated glucose after the supply change with no injury, no emergency treatment, and no hospitalization. Investigation included user troubleshooting guidance, confirmation of corrective actions, and follow-up to assess glucose trend and arrange replacement supplies. Investigation of this case revealed no abnormal findings at the infusion site or in the visible components per user report, and no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.